Event description:
The ventilator went into apnea ventilation; overpressure caused a barotrauma.

Manufacturer narrative:
The log file indicates that the device has alarmed approx. 50 times for "airway pressure high" during the sequence in question and has released the overpressure to ambient each time. Several user interactions are evident but did not solve the high pressure situation sustainable. Furthermore could be revealed that the setting for vt in apnea ventilation was 500ml during the time of event which must be considered too high for the particular patient. The reported condition could be duplicated with another device in a lab using the evident device settings and an adequate lung model. The pressure limitation worked well with vt apnea settings that would be typical for a neonatal patient. Problems occurred with higher vt values. Apnea ventilation was started as no expiratory flow was measured or insufficient respiratory gas was delivered. The device has ventilated as set and has reacted as specified upon alarm situations detected in accordance to the user-made settings. The reported injury is considered the consequences of a combination of several contributing factors, a small lung compliance that caused switching to apnea ventilation and inadequate limitations for pressure and flow, especially the high vt for apnea ventilation. It is under responsibility and control of the user to consider potential occurrence of such situations and to reflect that by appropriate settings of ventilation and alarm parameter.